Event description:
It was reported to philips that the device fell and alarmed. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Based on the available information and the conducted testing, the reported problem was a result of a defibrillator becoming inoperable due to accidental dropping, necessitating a functional check and intervention by a technician for inspection and verification. The resolution included carrying out functional checks and tests, including discharge and operation tests in all operating modes, which confirmed that the system was working correctly. The investigation concludes that no further action is required at this time.